Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during surgery. The nurse stated the surgeon made an incision and the probe was inserted into the eye. Every time the surgeon stepped on the footswitch, a system message displayed. The system was switched out to complete the case. There was a 10 minute delay. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The slit lamp fiber was replaced and sent for in-house eval. The lio was recalibrated. The system was then tested and met all product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).